Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the reported issue is most likely due to wear and tear in connection with improper handling. The cable was used for longer than the specified 12 (twelve) months. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer, the following information provided: a new cord and machine was obtained to complete the procedure (information on new cord and machine not provided ). Procedure and patient¿s anesthesia (extended about 20 minutes longer). Type of procedure performed was not provided. The event did not affect the outcome of the procedure, no impact on the patient. No other devices connected to the subject device. Customer only had the cord connected to the machine and the monopolar device. No error messages observed because of the failure. Device was not returned for evaluation. Per the report, device will not be returned due to being sent to wakemed (facility's) risk management . Additional information- olympus company representative (rep) who reported the event in behalf of the customer, reviewed the hf cable instructions for use which is newly updated on 01/31/2023. The IFU states: do not use the hf cable after 12 months of use. The rep. Communicated the IFU to the customer, informed that the statement on page 15 of the previous version in which the customer has had a similar statement " restricted service life" do not use the hf cable after one year of use. The customer last purchased this cord is in 2019. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative in behalf of the customer reported the device a0393 hf cable caught fire during a procedure. No harm was reported. No patient harm, no user injury reported .